Event description:
During service on (B)(6) 2023, the autopulse platform (sn (B)(4) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed on (B)(6) 2023, the autopulse platform (sn (B)(4) failed the load cell characterization test. The root cause for the observed failure was a failed load cell module, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in march 2015 and is 8 years old, well beyond its expected service life of 5 years. During visual inspection, noticed a missing head restraint wire on the top cover. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be characteristic of user mishandling. The top cover needs to be replaced to address the issue. The autopulse platform failed the load cell characterization test during the functional testing as the load cells module 1 exceeded normal parameters. The defective load cell module needs to be replaced to address the observed failure. Upon further testing, the autopulse platform failed the brake gap inspection due to the drive train motor brake assembly air gap being too wide, and out of specification, likely attributed to the device's aging. The brake gap needs to be cleaned and adjusted to remedy the issue. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with a serial number (B)(4).